Event description:
Patient reported pump replacement needed. Per patient, when infusion last infusion, popping sound occurred and unable to wind up the pump any further to infuse the rest of the medication. Only 1/4 of the medication was infused via pump. Patient was able to manual infuse the rest of the medication. No infusion was missed. No adverse events reported. Unknown if device is available for return. No additional information available. Pharmacy is replacing pump. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6) and (B)(6). Maintenance due dates unknown. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulin mia. Reported to (B)(6) by: patient/caregiver.